Manufacturer narrative:
It was reported that during a trainer visit, the liter flow on the concentrator was set to 5 while the patient was on nasal canula but then dropped to 4 when connected to the life 2000 device. This patient is a 76-year-old female with a history of chronic respiratory failure with hypercapnia, hypothyroidism, aortic valve disorder, mitral valve disorder, av block, atrial fibrillation, pacemaker, dyspnea with exertion, chronic obstructive lung disease, long-term use of anticoagulant, abdominal hernia, dizziness/giddiness, edema of lower extremities. No injury or desaturation occurred with this event and medical intervention was not required. It is noted the patient¿s home has a cockroach infestation and the residence was unclean. No alarms or error codes were reported from the life 2000. No malfunction has been alleged and the patient is keeping the device. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. At present hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
It was reported that during a trainer visit, the liter flow was dropping when connected to the life 2000 device. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).